Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be reviewed for evaluation.

Event description:
Customer stated that a port on the tubing connected to the patient's central line "popped off", and was found to have leaked an unspecified amount of fluid and blood. Reportedly the line was "clotted off", and required unspecified intervention to make it functional again. Although requested, no additional patient or event details were provided by the customer.